Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient visited the emergency room but was not hospitalized and was sent home on the same day. Treatment and patient outcome were not reported. Pd therapy was ongoing. Additional information is not available.